Manufacturer narrative:
The specimen was collected in a blood collection tube and run in automatic mode. The instrument is currently within qc specifications with respect to controls and reproducibility. Controls were run before and after the incident and recovered within assay limits. Raw data analysis provided that the platelet histogram shows high end interference data pattern. The algorithm evaluated this and did not count all the events on the histogram. The algorithm does detect cases when the high end interference is sufficient to affect the plt count, but these internal features did not meet the criteria for flagging the high end interference. A bci field service engineer (fse) performed system vip and verified blood detector system. Root cause is the sample was clotted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low platelet (plt 58 10 to the third power cells/l) result on a specimen without instrument (coulter lh 750 analyzer) generated messages. The erroneous result was reported out. The sample was sent to an alternate department for different test (hgba1c). The second department reported back to the hematology department that the sample was clotted. The customer reported the sample had an abnormal platelet histogram, but the result was not flagged. Platelet estimate confirmed that instrument platelet results were low. No death, injury or change to patient treatment is associated with this event.